Event description:
The bidirectional ablation catheter would not deflect or straighten out after placement into the patient. The catheter was removed and replaced without incident or harm to the patient.